Event description:
It was reported the stimloc burr hole cover ¿locking mechanism didn¿t stay closed¿ and that there was a ¿broken lead cap.¿ the cap and closing mechanism was replaced as a result of the event, however, the ¿ring remained implanted.¿ there were no patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 924256, lot# 082218814a, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: accessory. (B)(4).